Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was 427 mg/dl and 206 mg/dl at the time of the incident. It was reported that they had issues with infusion set and it was leaking. The customer was advised to revert to back up plan per health care professional instructions until another set is available. The insulin pump will not be returned for analysis.